Manufacturer narrative:
Complaint summary: biomedical engineer (bme) reported that the central nurse's station (cns) redundant array of independant disks (raid) is not fully rebuilding itself, that it will get to 50% and then it completely fails. Bme reported they tried it multiple times and it consistently failed to rebuild the raid and does not boot up. This occurred while in use with patients but no patient harm reported. Bme requested new hard disk drives to be sent to them to replace in this cns. Investigation summary: the customer was sent replacement hard disc drives to resolve the issue. Failing hard drives is likely a result of mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intake, and other components may lead to overheating of the hard drive and subsequent failure. Review of the serial number (B)(6) shows that this unit has been in service since 2012. A seach of the serial number was performed for similar complaints which found that there was one similar complaint for this device in 2024 which was a result of hard drive(s) failing but the customer did not purchase new hard drives at that time. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H6 event problem codes h11 additional manufacturer narrative.

Event description:
Biomedical engineer (bme) reported that the central nurse's station (cns) redundant array of independant disks (raid) is not fully rebuilding itself, that it will get to 50% and then it completely fails. Bme reported they tried it multiple times and it consistently failed to rebuild the raid and does not boot up. This occurred while in use with patients but no patient harm reported. Bme requested new hard disk drives to be sent to them to replace in this cns.

Manufacturer narrative:
Biomedical engineer (bme) reported that the central nurse's station (cns) redundant array of independant disks (raid) is not fully rebuilding itself, that it will get to 50% and then it completely fails. Bme reported they tried it multiple times and it consistently failed to rebuild the raid and does not boot up. This occurred while in use with patients but no patient harm reported. Bme requested new hard disk drives to be sent to them to replace in this cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: input unit model: model #: ay-653p. Serial #: (B)(6). Device manufacturer data: 01/01/2013. Unique identifier (UDI) #: (B)(4). Input unit model: model#: ay-651p. Serial #: (B)(6). Device manufacturer data: 01/01/2012. Unique identifier (UDI) #: (B)(4).

Event description:
Biomedical engineer (bme) reported that the central nurse's station (cns) redundant array of independant disks (raid) is not fully rebuilding itself, that it will get to 50% and then it completely fails. Bme reported they tried it multiple times and it consistently failed to rebuild the raid and does not boot up. This occurred while in use with patients but no patient harm reported. Bme requested new hard disk drives to be sent to them to replace in this cns.